Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have thermal damage to the monopolar yaw pulley near the yaw pulley and conductor wire interface. Thermal damage is likely a result of the broken conductor wire at the weld. Material does not appear to have burnt off from the charring that occurred near the conductor wire. Components adjacent to the yaw pulley show thermal damage. Additional observations not reported by site that is related to the primary failure: the instrument was found to have a broken conductor wire at the weld. The instrument failed the electrical continuity test. The instrument was found to have a thermal damage to the conductor cap. Additional observation not reported by site that is not related to the customer reported complaint: the instrument was found to have a dislodged hook tip. There is a gap between the black plastic component and the metal component of the hook tip. The hook tip is also offset diagonally and as a result is in the wrong orientation. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted heller myotomy surgical procedure, the permanent cautery hook had smoke coming out from the side of the insulation when in use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The issue was observed intraoperatively while the instrument was being used to dissect tissues. There were no wires exposed due to damaged insulation. The cable was intact. There were no issues with the cable. The customer swapped out the instrument with a backup one and it worked. There were no signs of thermal damage at site of insulation damage. The instrument was returned to intuitive for further investigation. There was no arcing observed during the procedure. The instrument did not collide with any other instrument or tool during the procedure. There were no problems removing the instrument through the cannula. The procedure was completed using another instrument. There were no fragments fell inside of the patient¿s anatomy. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the permanent cautery hook returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Annex codes a, c and g have been updated based on failure analysis testing.

Event description:
Refer to h11 for follow-up information.